Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician was not sure if this device was functioning. The patient was in post anesthesia care unit (pacu) and physician wanted the field representative to interrogate device. The physician also added that the nurse anesthetist did not use a magnet with the device. Attempts were made to obtain additional information however was unsuccessful. Evidence suggests the system remains implanted and in service. No adverse patient effects were reported.

Event description:
Boston scientific received information that the physician was not sure if this device was functioning. The patient was in post anesthesia care unit (pacu) and physician wanted the field representative to interrogate device. Attempts were made to obtain additional information however was unsuccessful. Evidence suggests the system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
--